Event description:
It was reported the pt experienced overstimulation at the ipg pocket site. Fluoroscopy revealed the lead had pulled from the ipg header slightly. The physician elected to explant and replace the pt's ipg. It was reported the lead was inserted into the new ipg header and the issue had resolved postoperative. The pt reported good stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.